Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. Per mmi review, no dislocation detected, only disassociation.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. Per mmi review, no dislocation detected, only disassociation.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 362660; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 457920; catalog #: 113655, comp primary stem 15mm std, lot # 700000; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 006810; catalog #: 110031399, mini humeral tray standard thickness, lot # 64833579; catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 322510; catalog #: 118000, 25mm versa-dial taper adaptor, lot # 645130; catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64833579. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00794.

Event description:
It was reported the patient underwent a right primary shoulder procedure approximately two months ago. Subsequently, the patient was revised due to dislocation one month later. There is no further information at this time.